Manufacturer narrative:
Investigation summary: two used samples and one sealed, unused sample were returned to our quality engineer for investigation. Through visual inspection of the used samples, a leak between the stopper ribs was observed. There was no damaged or molding defect identified in the product that could have contributed to the leak noted and the stopper was properly assembled to the plunger in both syringes. The unused sample was disassembled to evaluate further, no damage noted in the plunger or other components and no leak was observed when tested. A device history review was performed for the reported lot 1805279, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Syringes are tested for tightness and leaks prior to release, discarding any that do not meet specification. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ syringe plunger is not tight. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when filling the syringe the rubber plunger is not tight. When filling the syringe, the rubber stamp is leaking (per google translate). Adverse event questions updated.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe plunger is not tight. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when filling the syringe the rubber plunger is not tight when filling the syringe, the rubber stamp is leaking (per (B)(6) translate). Adverse event questions updated.